Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. During the onsite inspection, the medtronic representative reported that this was a known issue with software 4.0.1, and can be resolved by clearing the e-stop before powering off the system. This eliminates the need to re-home the system. The medtronic representative provided these instructions to the site's staff. Additionally, the system's logs were sent to the manufacturer for analysis. A successful system checkout was performed which verified that the issue had been resolved. A software investigation was conducted to analyze the system logs where it was confirmed that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that the system had repeatedly required the user to invalidate home upon system boot-up. The site was able to reestablish home and regain full system functionality.